Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the delivery catheter and a detached stent were received and the balloon catheter identified no damage. There was no evidence that the balloon had been subjected to any positive pressure. There was no evidence of any contrast media present inside the inflation lumen. An examination of the balloon identified clear evidence of the stent crimp on the balloon material. There was no stretching or signs of excessive tensile force having been applied to the distal extrusion. An examination of the detached stent identified that the first few rows on each end of the stent were uniform however; the other section of the stent was stretched and misaligned. The stent protector was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation of a stenting procedure, the stent moved on the balloon. The 2.5x24mm synergy stent was being prepared for a percutaneous coronary intervention procedure. The nurse slide her and over the stent catheter very smoothly and then noticed that the stent moved on the balloon towards the tip. There was no patient involvement and the procedure was completed with another same device. This product is only ous approved but it is similar to an approved u.s. Device

Event description:
It was reported that during preparation of a stenting procedure, the stent moved on the balloon. The 2.5x24mm synergy stent was being prepared for a percutaneous coronary intervention procedure. The nurse slide her and over the stent catheter very smoothly and then noticed that the stent moved on the balloon towards the tip. There was no patient involvement and the procedure was completed with another same device. This product is only ous approved but it is similar to an approved us device.